Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. The complaint is inconclusive. As no sample was available, no investigation could be performed. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.

Event description:
It was reported that during a procedure to place a stent graft, the catheter broke when attempting to deploy the device. The device was deployed by using the blue catheter and no injury to the patient was reported. The intended site was the sfa, but it is unk whether the doctor took a contralateral approach or not. The used introducer sheath was reported to be the appropriate size for the device and a 0.035" guide wire was used. The doctor met a lot of resistance and friction with the guide wire and the delivery system. When the delivery catheter broke, the doctor could not peel it off the blue catheter, but had to cut it off so he could deploy the sheath.